Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer has been sick with pneumonia and taking antibiotics. Customer has high blood glucose. The current blood glucose reading is 451 mg/dl. Customer has treated with insulin pump. Customer stated that she has been hospitalized in the past for high blood glucose. No details provided. Nothing further reported.